Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer changed the infusion set the day prior to being hospitalized, and began experiencing high blood glucose levels after changing the infusion set. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.